Event description:
It was reported that the procedure was to treat a moderately calcified, concentric, de novo, 100% stenosis in the anterior tibial. Reportedly, the lesion was dilated with a 1.5 x 12mm armada 14 balloon catheter and then a 2.0 x 120mm armada balloon catheter was advanced and dilatated 5 times; however, on the 6th attempt the pressure kept dropping. The physician commented that it may be that the pressure was lost around the inflation port as there was no blood observed coming into the indeflator. There was no resistance during advancement or removal of the device. A new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating and leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar difficulty inflating and leak incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.